Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported air bubbles in the feeding set. There was no patient harm.

Manufacturer narrative:
Investigation summary: the customer reported air bubbles in the feeding set. No patient injury/harm reported. A device history record review was unable to be completed due to the lot number of the reported device being unknown. Failure mode trending was reviewed and a trend was not identified. One (1) used sample was returned for evaluation. Visual inspection and functional testing performed confirmed the report of air in line. An investigation has been initiated for air in line (with pump set) to determine the root cause of this device failure. No further action is required at this time. This reported failure mode will continue to be monitored and trended.